Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and confirmed power down was initiated in the device history. Functional testing did not duplicate the reported issue. The cause is suspected to be the battery door or pogo pins insulator. The battery door was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the device lost power multiple times. There were unknown reported patient involvement. No patient harm was reported.